Event description:
It was reported that the user experienced a hyperglycemic event recorded while using the ilet following a recent supply change, with troubleshooting identifying a potential infusion site or cannula placement issue; the user¿s glucose reached 356 mg/dl before trending down after an infusion set change. Investigation of this case revealed resolution after an infusion set change with no visible damage to the removed cannula or tubing. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient impact on blood glucose control without medical intervention. It was concluded that the cause of the hyperglycemia was unclear and that the event was mitigated by replacing the infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.